Event description:
It was reported during a procedure on (B)(6) 2025, an implantable cardioverter defibrillator (ICD) left ventricular port set screw was unable to engage with the hex wrench. The device was not used. There were no patient consequences.

Manufacturer narrative:
The reported field event of left ventricular setscrew anomaly was confirmed. The left ventricular setscrew was found to be fully stripped from the lead bore. This did not allow the set screw to be tightened and secured properly in the field. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.